Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not feeding. They stated the bag was still full in the morning. Mmdg did attempt to follow up with the initial reporter, but those attempts where unsuccessful. (B)(4).